Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the top cover plastic on the unit. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor had a crack in the lid. It was further reported the device was not leaking. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to update the initial reporter's position at the facility and to provide the results of the manufacturer's investigation. The following fields were updated to reflect the initials reporter's position. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be established. A possible cause includes impact to the lid by a scope or another hard object during user handling. The IFU contains the following statements that may help detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out: the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.